Event description:
It was reported that the power plug sparked causing fire in the hospital's wall and possibly a burnt power plug and/or power prong. It was also reported that the casters were delaminating, causing the bed to have reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon evaluation, it was determined that cracked power prongs may have lead to a spark, which could have contributed to the fire. The power cord was replaced for the customer, but they declined to have the casters repaired at this time.

Event description:
It was reported that the power plug sparked (possible cracked prong) causing fire in the hospital's wall and possibly a burnt power plug and/or power prong. It was also reported that the casters were delaminating, causing the bed to have reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.